Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt is needing MRI. Caller noted pt does not have programmer with and stopped charging the scs b/c "the leads or something moved" and ins battery is dead. Caller added that pt said the surgeon said it would be too dangerous to remove the scs and noted the scs is not holding a charge/not charging. Caller noted MRI eligibility was last confirmed last year at a previous MRI scan.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that there were no significant changes in their routine. The device for some reason moved in their body, causing a hollow sound to occur when tapping on the device. Pt attempted to recharge it several times to no avail. Pt met with their neurosurgeon and they confirmed the implant had moved. The hcp did not know why this occurred, but said that it was far more dangerous to remove the device. Device remains in patient and not used. Pt noted the device never worked to help with their pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient rep reported the patient was going to have a MRI and mentioned the spinal cord stimulator didn't work for the patient and the issue began several years ago. Patient rep noted the implant was not charged and could not be put in MRI mode. Patient stated that the patient went to see a neurosurgeon who said it was too risky to remove the device and the patient hadn't been charging the device so the device was in their body uncharged. Pt said the device has migrated and pt is unable to recharge the ins because of this. Caller reports in (B)(6) 2024 pt reported the ins had been "dormant" in her body for over a year. Caller noted pt had MRI done at their facility on (B)(6) 2020 and was able to activate MRI mode at this time. Caller mentioned the patient hadn't used the implant in years because the implant unfortunately didn't help their pain. The issue began they would say a couple years ago. Caller also mentioned previous information in this case. Implant had moved a little bit in their body and when they touched the implant it had a hollow sound to it. Patient needed an MRI of their brain. Patient was charging and controller was at 50% then 40% and implant was at 70%. Patient had difficulty with the quality. Agent reviewed best charging practices and patient got excellent. Agent attempted to walk patient through MRI mode but got stuck at the screen entering MRI mode. Caller reset the controller. Caller was full body compatible. Agent closed case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller reported that pt's ins has "shifted in their body and they are now unable to access it". Caller did not have any further details.  See general text for omitted information